Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that the they were unable to open the gantry while in surgery. Site was able to use the override button on the side of the gantry to open. No other information available at time of call. Patient was present. Unknown when the issue occurred. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b20, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.